Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information; this may also be caused by the fact that the ufr was filed with one month delay after the event. Dräger derives the following: it was mentioned as a side note that the power supply was repaired. It can neither be confirmed nor denied that this was an effective remedy measure since the exact failure mechanism is not clear. Basically, the symptoms described in the ufr can be aligned with a cut-off from electrical energy. However, the device is equipped with an internal battery to cover mains power losses for 30 minutes at least. There would be certain specific malfunctions of the power supply imaginable that do not allow to continue operation on battery but post market surveillance data demonstrates that these occur in isolated numbers only. More likely would be that the event did not occur in single-fault condition. A plausible scenario would be that the device was put into operation with a worn or depleted internal battery. Post market surveillance data further indicates that the identical device was already involved in another event reported in july 2024. In context with this earlier occasion, it was reported that the device failed to power up which was - according to the report - later traced back by a biomedical engineer of the hospital to a power supply malfunction. The local dräger s&s organization was also not involved in remedy measures for the first event, and the investigation remained thus inconclusive. Dräger does not sell spare parts to external -hence, it cannot be excluded that the actual event has a causal connection to the previous repair measure or to a spare part of unknown provenience. Dräger cannot be held responsible for repairs that are not made in accordance to the recommendations published by the manufacturer. Finally, a clear root cause cannot be determined due to lack of information.

Event description:
Dräger received an ufr in which the following was stated: "the patient was using the ventilator for normal respiratory therapy when it suddenly alarmed, turned black, and flickered. The nurse promptly noticed and checked the power supply, ruling out any external power plug malfunction. After restarting, the device still failed to power on. A backup ventilator was immediately replaced, and the incident was reported." There was no detail in the report which would reasonably suggest that patient consequences may have occurred.